Manufacturer narrative:
The negative coil has discoloration; scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the discolored region. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Additionally, review of the lead manufacturing records confirmed the lead met all final testing prior to distribution. Only a portion of the lead was returned for analysis which did reveal corrosion had occurred. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during a planned vns generator replacement surgery for generator end of service, a lead fracture was noted just distal to the anchor tether along with infection at the lead site in the neck (pocket abscess). The infection is felt to be due to an indolent infection from the initial electrode implant surgery from (B)(6) 2004. Ongoing inflammation may have contributed to the lead fracture per the reporter. No patient manipulation or trauma occurred. Wound cultures were performed which were negative. No other interventions were performed other than explant surgery, and the patient is recovering satisfactorily from the infection. The explanted generator and lead were returned for analysis on (B)(4) 2013. No anomalies were noted with the generator analysis, and the generator performed per specifications. Only a portion of the lead was returned for analysis. Prior to decontamination, continuity measurements taken between the setscrew and the end of the lead portion attached to the pulse generator (¿as received¿) verified that proper electrical contact between the setscrew and the lead pin was present. The negative coil has discoloration. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the discolored region. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observation, no other anomalies were identified in the returned lead portion.